Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain and rupture. The device remains implanted.

Event description:
Healthcare professional, later reported, "recurring capsular contracture", baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.